Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. The patient experienced unspecified injuries following the procedure, related to mesh erosion. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2010 in order to treat vaginal/uterine prolapse, rectocele, cystocele, enterocele, urinary/fecal incontinence, and urethral hypermobility concurrently with a posterior colporrhaphy. It was reported that following insertion the patient experienced random buttock pain when sitting, sacral pain, crotch pain, thigh/leg pain, vaginal/rectum burning sensations after defecation and sexual intercourse, tugging/pulling, and tearing sensations in the vagina/rectum. It was reported that the patient experienced severe issues with defecation due to lack of nerve response resulting in use of enema bottles to defecate and urinary incontinence within a few months of surgery. It was reported that the patient underwent revision of mesh on (B)(6) 2010 due to pelvic pain from mesh contraction. It was reported that the patient underwent total mesh removal on (B)(6) 2011 due to severe pelvic pain, sacral pain, and resulting complications of mesh insertion for rectocele repair. No additional information was provided. (B)(4).